Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vein. 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the eighth inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.